Event description:
The patient was implanted with siltex low bleed gel-filled mammary prosthesis on 03/25/1999. Subsequently, the patient experienced a rupture of the device, delayed wound healing and extrusion of the device. The device was removed on 06/11/1999.